Event description:
The customer reported partial aspiration system message and approximately one milliliter of blue fluid leaked below the front of the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed fluid was leaking from the top of needle assembly, and the workstation personal computer (pc) displayed disk read errors. The fse discovered a clogged vacuum line leading from the main vacuum trap to line qd5 and not supplying vacuum to the needle drain. The fse also noted the workstation pc had windows corruption. The fse flushed the vacuum lines from metal fabrication mf #7 to the main vacuum trap and replaced the workstation hard drive and reimaged the software. System performance was verified. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).